Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The pt had a transrectal ultrasound of the prostate (trus) and x-ray computed tomography (CT) that were normal and did not indicate or support a progression of a prostate carcinoma. Heterophile testing at beckman coulter customer product line support (cpls) laboratory confirmed the presence of an interfering substance. It is conclusive the customer's results were falsely elevated because of interfering substances in the pt blood. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies. The access hybritech prostate-specific antigen (psa) results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, data from add'l tests, and other appropriate info. Serum psa concentrations should not be interpreted as absolute evidence for the presence or absence of prostate cancer. Elevated concentrations may be observed in the serum of pts with benign prostatic hyperplasia of other non-malignant disorders, as well as in prostate cancer. Furthermore, low concentrations are not necessarily indicative of the absence of cancer. Serum psa values should be used in conjunction with info available from the clinical eval of the pt and other diagnostic procedures such as dre. Some cases of early prostate cancer will not be detected by psa testing; the same is true for dre. Biopsy of the prostate is the standard method used to confirm the presence or absence of prostate cancer. In monitoring previously-diagnosed prostate cancer pts, predictions of disease recurrence should not be based solely on values obtained from serial psa serum values. This reportable event was identified during a retrospective review of product complaints conducted from jan 01, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The affiliate alleged the customer reported consistently elevated prostate-specific antigen (psa) result for one pt involving access 2 immunoassay system. The elevated results were discordant to an alternate methodology and did not correlate with other test indicators. The elevated results were released out of the laboratory and questioned by the physician. A change in pt treatment was noted. There has been no report of pt injury associated with this event. The customer supplied beckman coulter, inc in europe with the pt sample for further analysis.